Event description:
A fibered idc coil was used with a renegade catheter for therapeutic purposes. During the procedure, while trying to pull the introducer out of the microcatheter, the coil got stuck. The procedure was completed with a standard coil.

Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.